Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08755 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device had intermittent button response on the esc and act buttons due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device uploaded properly using carelink. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (b)(60 2017 at 7:00 pm with blood glucose of 600 mg/dl. Customer reports they feel okay to troubleshoot. Customer was hospitalized because of diabetic ketoacidosis. Customer used insulin pump to treat their high blood glucose reading. Customer current blood glucose was unknown. Customer blood glucose at the time of the incident was 600 mg/dl. Customer was vomiting. Customer was wearing the pump at time of hospitalization. Customer did not troubleshoot high blood glucose reading. Insulin pump will not be returning for analysis.